Event description:
Procedure type: laparoscopic gastrointestinal anastomoses. According to the reporter: only two barbed anastomosis-related complications occurred. On postoperative day 15 after a subtotal gastrectomy, one fistula occurred in an esophagojejunostomy and was managed with laparoscopic surgical drainage and an endoscopic cover stent. Stated one self-limited anastomotic bleeding occurred.

Manufacturer narrative:
Tracking number: (B)(4).